Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient's device had early battery depletion and was replaced. During implant of the new device, the lead was unable to be fixed into the implantable cardioverter defibrillator (ICD) connector after several attempts. The ICD was replaced. Additionally the patient's right atrial (ra) lead and right ventricular (rv) lead had high thresholds. The leads remain in use. No patient complications have been reported as a result of this event.